Manufacturer narrative:
This report is submitted on april 12, 2021.

Event description:
Per the clinic, the patient developed skin overgrowth at the abutment site, and underwent a procedure to debride the site (date not reported). The implanted device remains.